Event description:
It was reported to boston scientific corporation (bsc) that an injection gold probe device was used to treat a gi bleed in the patient's stomach on (B)(6) 2013. According to the complainant, during the procedure the injection gold probe would not burn or cauterize. Reportedly, no visible damage or kinks were noted on the device. The procedure was completed with another of the same injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: probe fails to deliver energy. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant confirmed that the device was not used past its expiry date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found a kink at the middle of the catheter. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. The kink found in the catheter was likely caused by anatomical/procedural factors.

Event description:
It was reported to boston scientific corporation (bsc) that an injection gold probe device was used to treat a gi bleed in the patient's stomach on (B)(6) 2013. According to the complainant, during the procedure the injection gold probe would not burn or cauterize. Reportedly, no visible damage or kinks were noted on the device. The procedure was completed with another of the same injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.